Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer multiple sample luer adapter experienced non patient needle separating from the holder luer/adaptor/hub and hub separating from the device. The following information was provided by the initial reporter: translated to english. The customer stated: "the vacutainer broke in two pieces when it was removed from the tubing. There were no consequences for the patient. Both parts could be easily removed from the devices. No consequences for the caregivers either and the needle was not exposed because it stayed stuck in the tube.

Event description:
It was reported the bd vacutainer® multiple sample luer adapter experienced non patient needle separating from the holder luer/adaptor/hub and hub separating from the device. The following information was provided by the initial reporter: translated to english. The customer stated: "the vacutainer broke in two pieces when it was removed from the tubing. There were no consequences for the patient. Both parts could be easily removed from the devices. No consequences for the caregivers either and the needle was not exposed because it stayed stuck in the tube.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.